Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting action, the fse identified that the host pc was not starting. The fse reseated the cables and connections of the host pc. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.